Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-23. Investigation summary: a device history record review was completed for provided lot number 1054036. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one syringe with an unopened package was received for evaluation by our quality engineer team. The sample was inspected and the barrel was observed stained with an orange substance. The inside of the tip cap also presented the same orange fluid. Twenty additional retained samples of the same lot number were obtained for further evaluation. The retained samples were inspected for foreign matter; however, no foreign matter was detected. The affected sample was sent for fourier transform infrared spectroscopy (ftir) analysis to identify the composition of the foreign matter observed. Through the ftir testing, it was determined that the material was most likely polypropylene. The tip cap and barrel components are both composed of polypropylene material. The production review was unable to identify a cause for the observed defect. An onsite review of the production process was also performed and a cause for the observed foreign matter was unable to be identified. The piping system used in the syringe filling area consists of stainless-steel pipes, in order to avoid the risk of rust contamination. Unfortunately, an exact manufacturing related cause could not be identified for this defect at this time. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced foreign matter on device cannula. The following information was provided by the initial reporter: when cap removed there was a discolored substance under inner cap and at the end of the injectable channel neck.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced foreign matter on device cannula. The following information was provided by the initial reporter: when cap removed there was a discolored substance under inner cap and at the end of the injectable channel neck.